Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed reed switch electrical discontinuity. This device was reported as included in the field action noted and returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was removed and replaced due to an upgrade. The device was returned, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.